Event description:
It was reported through a research article that the clinical data of 31 patients with isolated chronic occlusive disease of popliteal artery, who received drug-coated balloon (dcb) angioplasty between (B)(6) 2018 and (B)(6) 2019, were retrospectively analyzed. Remedial supera stent was implanted in cases of flow-limiting dissection, >50% elastic recoil, or interruption of blood flow in the flexed knee position. Bail-out stents were implanted in 6 patients. During a mean follow-up period of (7.8 ± 4.4) months (range: 3¿15 months), in-stent reocclusion occurred in 3 out of the 6 stented patients (50%), and despite reintervention, 2 of these patients experienced recurrent occlusion again. Details are listed in the article titled, "short-term outcomes of drug-coated balloon angioplasty for isolated chronic occlusion of popliteal artery".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the article information, a definitive cause for the reported the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Summary of patient deaths: none reported. Summary of patient injuries: based on the article information, a conclusive cause for the reported obstruction, and the relationship to the product, if any, cannot be determined. Summary of device issues: none reported. The reported patient effects of obstruction is listed in the supera instruction for use (as known potential patients effects associated with the use of a stent in peripheral arteries and / or biliary tree. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, b6 - estimated date. D4- the UDI is not known as the part and lot number were not provided. D6 - estimated date. Attachment article titled "short-term outcomes of drug-coated balloon angioplasty for isolated chronic occlusion of popliteal artery".